Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: noise was generated due to a failure of the lock part of the video connector and corrosion of the contact part; battery was depleted. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to report the video system center's power did not turn on. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient injury as a result of the event.